Event description:
It was reported that the pump exhibited a corroded battery compartment and door. During physical inspection, it was found that there was a delaminated downstream occlusion seal, separated upstream occlusion seal, and a loose air detector. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal, a separated upstream occlusion seal and a loose air detector. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion seal and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.